Event description:
It was reported that while the manufacturer was performing maintenance on the device it was identified that the blade mount was chipped. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was repaired and returned to the customer.